Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's pump has been converted into a canadian loaner. No additional information provided.

Manufacturer narrative:
Cracked battery tube threads were noted during the visual inspection. The insulin pump alarmed during the displacement test due to a high motor current draw.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.